Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non functional) has been confirmed. Upon investigation, the belt was unable to complete incoming testing. The root cause for the failure was a bent pin in ecgs "a and b". The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.